Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two devices were received for evaluation; the event was confirmed for both devices. Evaluation found the devices' paint was chipping off. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices had paint chipping off. There was no patient involvement; no patient impact.